Event description:
The customer reported hospitalization due to high blood glucose and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the hospitalization and his blood glucose reading was 737mg/dl. The customer stated that he received supplies from a distributor, and was told that he could use them with the insulin pump. The customer later discovered that the supplies did not work with the insulin pump because they were not medtronic products. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.